Event description:
It was reported that during the procedure in the mid right coronary artery for treatment of a perforation, a 4.0x16 jostent graftmaster stent delivery system was advanced and the stent was successfully deployed sealing the perforation. However, during use of the graftmaster stent delivery system, a dissection occurred in the proximal right coronary artery. An unspecified bare metal stent was deployed for treatment for the dissection. Post procedure patient status was reported as hemodynamically stable; however, echocardiogram performed 24 hours post procedure showed pericardial effusion. The physician stated that the effusion would resolve on its own. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Failure to seal the perforation (the reported leak) may be attributed to several factors including, but not limited to, stent graft foil damage, patient anatomical morphology, product size selection, deployment technique (non-central positioning of stent graft over perforation or inadequate overlapping), interference from previously deployed devices, or growth of perforation during deployment. During manufacturing, all stent delivery systems are 100% leak-tested and visually inspected for foil damage and proper placement. The stent remains in the anatomy, and the product was not returned which may have aided in the evaluation. It was reported that after implantation of the graftmaster stent, a dissection occurred. Additionally, 24 hours post procedure, further testing showed pericardial effusion. The reported patient effects of dissections and hemorrhage, as listed in the graftmaster coronary stent graft instructions for use (IFU) are known adverse events associated with coronary stenting procedures. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent graft may lead to dissection of the vessel distal and/or proximal to the stent graft, and may cause acute closure of the vessel requiring additional intervention (e.g., coronary artery bypass graft, further dilatation, placement of additional stents, or other). The additional non-surgical treatment appears to be a secondary effect as another stent was required to treat the dissection. A conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no other incidents. There is no indication of a product quality deficiency.